Event description:
Customer reported not getting strong reactivity using anti-fyb with controls, that consequently caused mistyping of two units.two units that were called false negative for the fyb antigen were sent for further manufacturing use; not for transfusion use.

Manufacturer narrative:
Customer reported they did not wash the donor cells once before adding the reagent. The package insert indicates the cells should be washed prior to adding the reagent. Customer was asked to wash the donor cells prior to adding the reagent per the package insert.the customer did not return sample for testing.